Event description:
Additional information provided by the surgeon indicates that during the insertion of the intraocular lens (iol), the lens guide cut the iol. The damaged lens was removed and replaced with a new lens. Sterile endophthalmitis was noted on the first day post-op. All vitreous cultures were negative. An anterior vitrectomy was performed and the patient was treated with intravitreal antibiotics. Symptoms have resolved and patient is doing well.